Manufacturer narrative:
Philips has investigated this complaint. The customer reported intermittent power issues. No further information regarding the reported issue as the customer rejected the service request. No work performed by philips. The codes were updated based on the investigation outcome. (Device) problem code and evaluation method code were corrected .

Event description:
It has been reported to philips that allura device was having intermittent power issues. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow-up report will be submitted when further information is received.